Event description:
Reportedly, mode switch episodes recorded in device memories are not real atrial arrhythmias. The physician would like to know the origin of the signals sensed by the atrial lead. Preliminary analysis showed that a lead issue or a lead/ICD connection issue is suspected at atrial level.

Event description:
Reportedly, mode switch episodes recorded in device memories are not real atrial arrhythmias. The physician would like to know the origin of the signals sensed by the atrial lead. Preliminary analysis showed that a lead issue or a lead/ICD connection issue is suspected at atrial level.